Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage at the connection of the bag spike and water feedset tube of an mr290ux autofeed humidification chamber during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage at the connection of the bag spike and water feedset tube of an mr290ux autofeed humidification chamber during use. No patient consequence was reported.